Manufacturer narrative:
Submit date: (B)(4) 2010. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an issue with a guidewire. The customer reports that he inserted a fixed core .025" 150cm ptfe guide wire thru the back of the closurefast to get thru a tortuous area in the gsv. He started with the j tip end but the wire would not advance. He took out the wire and re-inserted the straight end of the wire. He had more resistance so the doctor tried to pull the wire out, but the wire wouldn't pull out. He stopped when he met resistance and at that point, he tried to pull the closurefast out of the sheath. He was not able to pull the closurefast out either. Now both the wire and catheter were stuck in the pt's leg. He tried to change the position of the leg, apply compression, adjusted the pt's elevation, massage the leg area, but still had resistance. After some time nad repeating of steps, the catheter was able to be removed from the pt. No pt harm was reported by the customer.